Event description:
False negative urine hcg result. Sample tested 3x with negative result. Pt had ultrasound where it was estimated she was 10 weeks along with twins. Serum hcg was being run, but results were not provided. No other details at this moment.

Manufacturer narrative:
Lot#: hcg9020083. Exp date: 01/2011. Control lot: 20miu/ml hcg urine control, lot: hcg090304-02. 100miu/ml hcg urine control, lot: hcg090521-01. 255.3iu/ml hcg urine, lot: hcg090526-01. 600iu/ml hcg urine: lot: hcg080814-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml, 255.3 iu/ml hcg urine control and 600iu/ml hcg control yielded clearly positive results at 3 minutes reading time. The retention devices meet qc specifications. No false negative result was observed; this complaint is not confirmed. No corrective action required at this time as no product deficiency was established.